Manufacturer narrative:
The logic 4k camera head, part ID: 85525942, s/n # (B)(6) comes from production batch 1521359. The batch consists of 15 logic 4k camera head. As of (b)(3) 2023, we have not received any further complaints about this batch.

Event description:
A distributor has informed richard wolf gmbh (rwgmbh) of an issue regarding a logic 4k camera head, part ID: 85525942, s/n # (B)(6). According to the received information, when setting up the equipment for the endoscopic spine surgery the staff noticed that the camera head was not visible and registered by the video processor. Mta and service technician from richard wolf did a search for the error but did not manage to get the camera head to work at all. As the patient was already ready for the surgery, the surgeon took the decision to switch to open surgery instead of planned endoscopic surgery.